Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
An infection at patient¿s lead site(s) was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.